Event description:
It was reported that (1) pro46 was used during an unknown procedure. It was reported by the rep that the string on the pro46 broke while surgeon was attempting to pull black plunger back. The surgeon claims that he did not pull the string first, but only pulled the plunger. The string released and the specimen bag dropped in the pelvic cavity. The bag was retreived by utilizing another bag to complete the case. There was no consequence to pt.